Event description:
Staph aureus pt cathed at outside hosp and sent here for ptca & stent placement of the rca on 4/1/97. Returned to outside hosp & discharged home in 2 days. Pt felt bad on the way home, had fever & stopped at another facility. Blood cultures were + for staph aureus. Pt sent to another facility where a cardiac cath revealed mycotic anuerysm at the rca stent site & vegetation on the aortic valve with aortic insufficiency. Pt sent back to outside hosp for further antibiotic management & then returned to this facility for cv surgery. Prior to surgery, pt had developed renal insufficiency from antibiotic therapy. Had cab & avr; went into renal failure & had to be placed on dialysis; had decreased mental status. Continued to have difficult postop course with multi system organ failure and died on 7/24/97.